Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the foreign material in the air/water cylinder and air/water channel could not be identified, and no physical damage was observed in the areas that the material was found. Based on the available information, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a broken cap. During the device evaluation, it was found that the air/water tube and cylinder had a whitish foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional information was found such as: suction cylinder has no color, switch three has a cut, plug unit has a scratch, bending angle in the up direction did not meet the standard value due to the wear of angle wire, cracks in the plastic distal end, objective lens, light guide lens, second deformation of bending section/passive bending section and bending tube, the connecting tube has snaking, a scratch, and discoloration, and a wrinkle on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.